Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 428 mg/dl. Customer stated that she had an issue with the keypad and the down arrow button was not responding. Customer did not want to troubleshoot for her high blood glucose level and stated that everything was okay. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected number ramping anomaly was noted on the display. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.